Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose (bg) level was 310 mg/dl with ketones. The customer changed the infusion set site and delivered a bolus of insulin in an attempt to lower the bg level. The customer went to the emergency room (ER) and was treated with intravenous fluids and an insulin injection. The customer left the ER with a bg level of 119 mg/dl and was "fine". The customer then received another occlusion. The cartridge, infusion set tubing and site were changed. Tandem technical support was unable to perform a system check to determine a possible cause of the occlusions; however, the troubleshooting steps were explained to the customer. The customer acknowledged the information and had no further questions.